Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm, which is off label usage of the device. On (B)(6) 2022, the patient was in line at the register at the store purchasing groceries when she lost consciousness because of a low blood glucose. The patient alleged she may have had inaccurate readings and she did not notice any alerts because she was wearing her headsets. The patient woke in the emergency department. She was informed that she passed out at the register, appeared to experience a seizure, and someone on the scene called emergency medical services (ems). Ems transported the patient to the hospital and administered three doses of glucose (route not provided). When the patient arrived in the ed, she regained consciousness and was released after she was stabilized. The patient called to request a replacement sensor and transmitter as the hospital staff removed and discarded her sensor and transmitter. At the time of the report, the patient was doing fine. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.